Event description:
Nurse was administering a covid bivalent booster to patient in his right deltoid. Just as she was finishing, there was a very clear snap sound and as I pulled back, the needle had broken clean off of the syringe. It was far enough into his arm that the provider decided to send him to the ed for further evaluation. The syringe used was vanishpoint lot # g210415. FDA safety report ID# (B)(4).